Event description:
Healthcare professional reported through clincial study that approximatley 91 months post implant the valve was removed due to structural valve dysfunction. The valve was not returned for analysis however a pathology report was sent. This is the same pt as reported in 2025587-1997-00100.